Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens and the lens was damaged. The lens was removed with no pt injury, no incision enlargement or sutures.

Manufacturer narrative:
(B) (4). (B) (4)